Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, and error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer checked the probes and replaced all of the bulk solution. The abbott customer technical advocate (cta) ordered replacement regent and calibrators for the customer. A follow-up with the customer indicated that they were extremely upset that the new rubella reagent and calibrators took two days to arrive and that they did not resolved the issue. The recalibration failed with error code 1048. The cta suggested calibrating with the standard calibrator. After several more failed calibration attempts, the customer centrifuged the calibrators prior to running which resolved the issue. No impact to patient management was reported.